Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d314drm implantable cardioverter defibrillator (ICD)  (B)(6) 2013; 6947m62 implantable tachy lead (B)(6) 2013. (B)(4).

Event description:
It was reported that the patient had a urinary tract infection and systemic sepsis less than one month after the implantable cardioverter defibrillator (ICD) system implant. The ICD system was removed. No further patient complications have been reported as a result of this event.